Event description:
A physician was attempting to apply a fallopian tube clip. The applicator would not allow the clip to reopen in the pt, prior to placement across the tube. The applicator was withdrawn and electrocoagulation was then done to complete the procedure. No pt consequences were reported.